Manufacturer narrative:
Date of report : 05/15/2019, date rec¿d by MFR : 06/14/2019. Failure analysis on the returned flow sensor shows that the defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019; date of report: 31jan2019. The field service engineer (fse) evaluated the device. The reported condition was verified on the oxygen (o2)side. The fse replaced the gas delivery system (gds) to address the issue. The fse performed air/o2 flow accuracy and oxygen mix accuracy test. The unit passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that during routine checks, the ventilator flow sensor was found out of specifications. The ventilator was not in use on a patient at the time of the event occurred. Event date not specified; estimate used.